Event description:
The sales rep reported that the doctor stated that there were 2 incidents with the certas breaking off in the patient. The doctor stated that when he implanted the certas it had to be bent somewhat and this may have attributed to the anti siphon device cracking off. The doctor also stated that the child does hit himself in the head so that does not help the situation but he feels that it should not tear the valve. (Please see complaints (B)(4)).

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Additional information received: e-mail received on november 26, 2013, the sales rep. Informed that: "he (doctor) also stated he had 4-5 certas revision in pediatric patients due to pseudo memingoceal formation around the valve. He feels this is due to the certas being too large for pediatric patients. He has no further patient identifiers available. Also see complaints # (B)(4). 12/13 rep provided additional information that explained in both patient cases ((B)(4)), they returned to the office with symptoms. The patients were brought to surgery. During surgery the surgeon noticed the devices were broken. The valves were revised. On march 13, 2014, the sales rep. Informed that this valve was discarded by the hospital.

Manufacturer narrative:
It has been communicated that the device is available for an evaluation. Upon completion of the investigation, a follow up report will be filed.